Event description:
It was reported that the customer experienced extremely low and high blood glucose levels. The customer's blood glucose ranged from 40 mg/dl to 300 mg/dl. The customer stated that he changed the settings and, since seeing his doctor, had been having less issues. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.